Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -11.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020 and removed within the same surgery due to lens opacity (asc). Cataract surgery and iol implantation was performed within the same surgery as removal of initial lens. Problem was resolved. The reporter stated " when the icl lens loading was finished, the operating room nurse informed doctor that it would take another 10 minutes to disinfect the surgical instruments. When the lens was implanted the eye, it touched the anterior capsule of the crystal, causing cataracct."